Event description:
It was reported the right ventricular lead exhibited loss of capture at maximum output, increased thresholds and decreased impedance. A chest x-ray confirmed that the lead was dislodged. The lead was successfully repositioned. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.